Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Additional information was reported. It was reported that they were unable to do a scan on (B)(6) because the patient felt heating. The following day (B)(6) the devices were removed. The patient was scanned the following day without any issues. Unknown is the abscess was related to the devices. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient had an abscess and was admitted to the emergency room last night. It was also noted that the patient was implanted with their implantable neurostimulator (ins) yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.